Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided picture shows a quantum unit with an e8 error displayed on the screen. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was verified and the root cause could be associated to an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, there could have been a power surge to the controller which could have caused it turn on and off triggering the connected wand¿s single-use limit feature which could have caused an error code or reusing a previously connected wand. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that the quantum displayed an e8 wand error message on the screen. The malfunction was found during set up and it was completed with a competitor device with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The unit intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection of the rf12000, q2 controller s/n:(B)(6) the warranty seal is broken; the unit was previously opened. The manufacturing date of the controller is rev. Q ¿ 2015. No visible manufacturing abnormalities were found; the quantum 2 controller was powered on with a foot pedal device (p/n10863) and a test wand (p/n asha4830-01, lot#fn05520-a) and the message ¿press any button¿ appears; an error e-8 immediately was displayed as reported with with an acousical alarm sound and a red attention led; the failure message could not be reset; the complaint was verified and the root cause could be associated to an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, there could have been a power surge to the controller which could have caused it turn on and off triggering the connected wand¿s single-use limit feature which could have caused an error code or reusing a previously connected wand. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.